Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported during the index procedure, an abdominal angiogram was taken. The 32mm main body was inserted and deployed just below the renal arteries. During catheter and wire exchange for gate cannulation the catheter was difficult to remove and the wire became stuck. It was noted it was imaged with live fluoroscopy and no imaging saved. It was attempted with multiple catheters to remove seized wire. During manipulation the stent graft migrated distally into the aneurysm with the wire. The physician converted to open repair however the patient expired during the procedure. Per the physician the cause of the removal difficulties and death were due a number of factors and noted that due to the ruptured aaa the patient was unstable, during the procedure equipment became trapped and or entangled inside the patient. Not captured due to imaging being live fluoroscopy and not saved runs. During manipulation of devices, devices migrated leading to the open conversion and death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.